Event description:
Silicone beak broke off the end of a 27 gauge cystoscopy sheath while surgery was being performed. Md was unable to retrieve beak through the cystoscope and a perineal incision was required to retrieve the silicone beak. The device was inadvertently thrown away however the md does have pictures of the broken sheath in his office.